Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled apart during a revision procedure. The physician did not fully disengage the set screws of the device and the lead broke when trying to remove the lead from the header. This lead was explanted and replaced. No additional adverse patient effects were reported.